Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter in 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant in 2017 due to blood clots. Patient is alleging tilt, vena cava perforation, organ perforation, the filter is irretrievable, and that perforated filter struts are contacting the l3 vertebral body, duodenum, and lateral wall of the aorta. The patient further alleges "back pain, abdominal pain," "another perforated ivc filter strut contacts the right retroperitoneum," and that these issues have led to "severe fear, stress, anxiety, and loss of enjoyment of life." Report from CT (computed tomography): "an inferior vena cava (ivc) filter is in place. The ivc filter is tilted with the apex of the filter contacting the anterior wall of the ivc. The apex of the ivc filter is located just below the level of the right renal vein. The anterior and lateral struts of the ivc filter extend 2.1 mm beyond the wall of the ivc compatible with strut perforation. The ivc filter struts abut the posterior wall of the duodenum and right lateral wall of the abdominal aorta but without definite perforation of either of these structures. The posterior strut of the ivc filter extends 5-6 mm beyond the posterior wall of the ivc compatible with an additional site of strut perforation, and this posterior strut of the ivc filter abuts the anterior cortex of the adjacent lumbar vertebral body. The ivc filter remains intact. The caliber of the ivc remains normal, although vessel patency is not assessed on this non-contrast exam." Report from CT: "1. There is a cook guenther tulip filter in the infrarenal inferior vena cava. 2. The cap/hook of the filter is at the level of the inferior endplate of l1. 3. The cap/hook of the filter is interacting with the anterior wall of the ivc. 4. There is a 13 degree anterior tilt of the filter in relation to the ivc course. 5. The 12 o¿clock leg demonstrates grade 3 penetration of the ivc with interaction with the third portion of the duodenum. 6. The 3 o¿clock leg demonstrates grade 3 penetration of the ivc with interaction with the right lateral wall of the aorta. 7. The 6 o¿clock leg demonstrates grade 3 penetration of the ivc with interaction with anterior cortex of the l3 vertebral body. 8. The 9 o¿clock leg demonstrates grade 2 penetration of the ivc into the right retroperitoneum. 9. There are no fractured components of this device."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ perforation, unable to retrieve, tilt, back/abdominal pain, anxiety, emotional changes. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported back/abdominal pain, anxiety, and emotional changes are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.